Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. Upon investigation, high-voltage capacitor c22 was detached from the defibrillator board. In addition, c10 and c772 were open on the ca board. The cause for the pulse test failure was isolated to the detached c22 and open c10 and c772 components. The root cause for the detached leads on c22 and open c10 and c772 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.